Event description:
It was reported that while converting a primary tha on (B)(6) 2013. The nurse circulator was opening an implant box containing the femoral head and discovered the inner box sterile cover has begun to separate. The surgeon was shown the container and refused the implant. A second implant of the same size and caliber was then approved, opened by the nurse circulator and implanted by surgeon. The delay was approximately one minute. The outer box's seal/plastic wrap was intact prior to the discovery of the inner separation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pack damage involving a v40(tm). Femoral head was reported. The event was confirmed. Visual inspection confirmed that the inner and outer blister were damaged. Medical evaluation not performed as the device was not used in surgery. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The investigation concluded that the inner and outer blister were damaged.

Event description:
It was reported that while converting a primary tha on (B)(6) 2013. The nurse circulator was opening an implant box containing the femoral head and discovered the inner box sterile cover has begun to separate. The surgeon was shown the container and refused the implant. A second implant of the same size and caliber was then approved, opened by the nurse circulator and implanted by surgeon. The delay was approximately one minute. The outer box's seal/plastic wrap was intact prior to the discovery of the inner separation.